Manufacturer narrative:
Correction: the correct date of birth is on (B)(6) 1948; not on (B)(6) 1948 as previously reported. This report is submitted on march 28, 2023.

Manufacturer narrative:
This report is submitted on february 27, 2023.

Event description:
Per the clinic, the patient experienced infection and purulent discharge at the implant site and subsequently the electrode array had extruded into the external auditory canal. The device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report.